Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be due to illegible print or missing print. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that yesterday, patient had surgery, and a bard tk7649504 catheter was inserted. The 2 nurses in recovery, in their presence, inserted the catheter and attempted to show them how to drain it. They failed. There were no instructions with the catheter. They have been a civil engineer and have good knowledge of fluid mechanics and associated equipment, and they thought they could probably find a way to make it work, but to no avail. They looked on their web site and some vendors in an effort to get some meaningful information, to no avail. Their failure to provide meaningful diagrams and text about this product was abominable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that yesterday, patient had surgery, and a bard tk7649504 catheter was inserted. The 2 nurses in recovery, in their presence, inserted the catheter and attempted to show them how to drain it. They failed. There were no instructions with the catheter. They have been a civil engineer and have good knowledge of fluid mechanics and associated equipment, and they thought they could probably find a way to make it work, but to no avail. They looked on their web site and some vendors in an effort to get some meaningful information, to no avail. Their failure to provide meaningful diagrams and text about this product was abominable.